Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that after the customer filed the cartridge with 100 units of insulin the cartridge began leaking at the fill port. There was no impact to customer's blood glucose level.